Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed seventy seven other similar product complaint(s) from this lot number.

Event description:
It was reported due to chemotherapy needs, was prepared to insert a PICC catheter for the patient according to the doctor's advice. When the catheter was opened to check the integrity of the catheter (not yet placed in the patient's body), it was found that the catheter interface was either injecting liquid or connecting a positive pressure connector to push the catheter. When injecting liquid, liquid leakage occurs. Report to the superior nurse, stop the catheter immediately, and re-open another new PICC catheter for use. No leakage was found in the new catheter, and the new catheter was successfully placed in the patient, and the patient did not complain of any discomfort.